Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was confirmed that the power line fuses had blown, directly causing the reported issue. The fuses were replaced and the issue was resolved. The blown fuses were discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not boot up. The power line fuses on the imaging system had blown and the line power light was no longer illuminated. There was no patient present when this issue was identified.